Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy on (B)(6) 2015. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included procedural bleeding, abdominal pain, acute pancreatitis, epigastric pain, burning sensation, nausea, emesis, chest pain, flank pain, stomach pain, pancreatic necrosis, urticaria and fatigue. Concomitant products included bezafibrate (vesturit l) from 2015 to 2017, drospirenone w/ethinylestradiol (ocella) from 2015 to 2017, drospirenone w/ethinylestradiol (yaz) and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), depression ("psychological or psychiatric problems (depression and mental anguish)"), anxiety ("psychological or psychiatric problems (depression and mental anguish)"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel allergy") with dermatitis allergic. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), adnexa uteri pain ("womb -fallopian tube"), arthralgia ("joints pain"), urticaria ("rashes or skin conditions (urticaria)") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, menstrual disorder, adnexa uteri pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, headache, arthralgia, depression, anxiety, urticaria, rash, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Xr chest: impression: except for a hypoaeration basilar atelectasis, chest is normal findings of acute pancreatitis involving the pancreatic head and tail without evidence of pseudocyst or necrosis. Perigastric varices are present; the splenic vein is patent. No biliary ductal obstruction or stone. Mild fatty liver. "Concerning the injuries reported in this case, the following one/ones were described in patient's medical record: perforation nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.